Manufacturer narrative:
Visual inspection of the returned component identified wear on the surface and heavy gouges and wear on the backside. The posterior dovetail on one side also showed gouges. Significant scratching was noted on one side of the metal insert near the dovetail feature. Measured dimensions were conforming to print specifications. Returned photos from the surgery depict the articular surface sitting proud on one side of the tibial component, which indicates that the dovetail on that side was not fully engaged. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The noted damage to the returned component indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Event description:
It is reported that the articular surface would not seat into the tibial implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.